Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues.

Event description:
It was reported that the patient experienced a cardiac tamponade. During an ablation procedure in the left atrium (la), a pericard tamponade occurred. After creating the map with an intellamap orion catheter, the physician started to ablate with an intellanav mifi open-irrigated ablation catheter. During a bending maneuver, the ablation catheter "occurred" a tamponade in the left atrial appendage. A pericard puncture was done by the physician. After he could not stop the bleeding, he decided to transfer the patient to heart surgery. The physician said that there was no malfunction of a boston scientific product which led to the tamponade. The intellanav mifi open-irrigated ablation catheter and a dynamic xt coronary sinus (cs) catheter were in the body. The physician stated that the ablation catheter combined with the sheath caused the tamponade during the maneuver, but he didn't feel any resistance. The patient was in stable condition the next day.